Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The forceps passage had an internal cut and was leaking. The bending section cover glue was cracked. The forceps cover glue was peeling. The elevator channel water flow inlet was loose. The control body had fluid invasion. The ultrasound connector customer label had corrosion. Element number ninety-six (96) was broken on the ultrasound image and only switch number one (1) was working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had gross leak failure. The issue was found during leak testing after the therapeutic endoscopic ultrasound (eus) procedure with fine needle aspiration (fna) needle. There was no surgical delay, and the intended procedure was completed with the same device. The device had been inspected prior to use and there were no findings. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the peeling forceps cover glue noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be identified. The device inspection results, and condition of the relevant part were checked and confirmed that there was no adhesive in the position where adhesive should have been applied. · the DHR was reviewed. The subject device was shipped meeting standards. · the cause of the issue did not seem to be the manufacturing process, but occurred afterward. ·there were scratches around the area. It could not be ruled out the possibility that some kind of external force was applied to the relevant part. The instructions for use (IFU) states the following guidelines: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.